Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep was generating a mdt file on the device, along with notes of when the stimulation is turning on and off. The caller confirmed with the patient that it is random, and when stimulation is lost it shows as "on" on the programmer. The caller palpated the device and could not recreate the issue. The rep sent the file and there was no evidence that the device was turning off. The stimulation turning on and off has not been resolved, and the patient is keeping a record of when the issue occurs. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient the patient felt the stimulation turn off and then back on after a couple of seconds. Prior to this starting the stimulation would be on constantly and the patient would always feel it. The patient had noticed the night before when after about 20 minutes of charging it paused and then kicked back on. The patient would be laying down and feel it go off. Impedances were run and all were under 900 with different reference electrodes. It was noted that adaptive stimulation was enabled and the patient felt it in all positions and all positions were oriented correctly. It was explained that the stimulation turning on and off didn¿t appear to be related to position and happened randomly. Palpation did not illicit any change and shifting the implant back and forth didn¿t elicit any response. It was reviewed that the system seemed to be functioning normally at the time and the patient should keep a diary of events if the issue continued. The indication for use was non-malignant pain.